Manufacturer narrative:
Device evaluation: one cadd legacy plus pump was returned for analysis due to a failed occlusion test. Functional testing was performed. The prime button was not responsive, and there was double beeping. The analysis was unable to performed pump's pressure switch test. It was recommended that the downstream occlusion sensor and keypad assembly to be replaced.

Event description:
Additional information received indicated that the event occurred during testing.